Event description:
The manufacturer received information alleging a ventilator would not pass service testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported the replacement of a device's active exhalation control module due to failed testing. The device was returned unrepaired per the customer's request.